Manufacturer narrative:
Pharmacovigilance comment: the serious expected event of swelling at implant site, the non serious expected events of paraesthesia, pain at implant site and unexpected event of nasal congestion were considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions. The potential root cause include the treatment procedure. The potential contributory factor for nasal congestion might be secondary to the lips/ and left side facial swelling. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a nonconforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-dec-2020 by a (B)(6) female patient, who was also an other health professional concerning herself. The patient's medical history included gluten allergy, eczema on hand and sensitive skin. The patient was not taking any concomitant medications. The patient had not received any injections of cosmetic fillers or toxins in the past. The patient did not had any dental procedures or any vaccines in the last 6-12 months. The patient did not had any illness in the month prior to treatment. On (B)(6) 2020, the patient received treatment with 0.75 ml restylane kysse (unknown lot number) to upper and lower lips with linear thread injection technique using unknown needle type. The procedure was performed by an injector nurse and was injected for the first time. Same day, on (B)(6) 2020, the patient experienced swelling(implant site swelling) on the left side of face, tongue and lips. The patient reported that every morning upon waking up she was experiencing congestion(nasal congestion), bad swelling to upper and lower lips, soreness/pain(implant site pain) to upper left lip and swelling to the left side of her face which would decrease throughout the day. The hcp was contacted who instructed to take zyrtec [levocabastine hydrochloride] nightly. On (B)(6) 2020, the patient was treated by the practice physician with hylenex [hyaluronidase]. The patient was treated totally 3 times with hylenex. On an unknown date in 2020, the patient was been seen by an ear, nose and throat specialist for the congestion and was treated with multiple courses of steroids and amoxicillin [amoxicillin]. The last course patient had finished was 5 days of prednisone [prednisone] on (B)(6) 2020. The physician had suggested patient allow some time to resolve, she still had some swelling to lips, soreness and swelling to face. The blood tests, ultrasound and was x-ray was done and results were not reported. The patient was treated with 6 days of unspecified steroids for 3 times and 11 days of steroids for 1 time along with unspecified antibiotic for 2 times, without improvement. Ongoing symptoms reported were swelling on left side of face, tongue, lips and altered sensation(implant site paraesthesia) on left side of face and lips. Outcome at the time of the report: swelling was not recovered/not resolved. Soreness/pain was recovered/resolved. Congestion was recovered/resolved. Altered sensation was not recovered/not resolved. Tracking list: v.0 initial v.1 fu received on 01-feb-2021 from the same reporter. Patient demographic details, medical history updated. Event onset date and corrective therapy updated. Lab tests added. V.2 fu received on 15-apr-2021 from other hcp. Second reporter and event (altered sensation) added. Suspect device injection technique, onset date, severity, reporter causality of event implant site swelling and corrective treatment details were updated. Case upgraded to serious.